Manufacturer narrative:
The field service engineer found white precipitate in tubing around the wbc bath. The fse replaced the tubing, which resolved the failed daily checks. (B)(4).

Event description:
The customer reported the unicel dxh 800 coulter cellular analysis system generated a high, out of specification white blood cell (wbc) background in daily checks. No erroneous results were associated with this event and there were no reports of injury or impact to patient treatment. A field service engineer (fse) was dispatched to the site to evaluate the instrument.